Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that while the patient was connected to the anesthesia workstation and the gas mix was switched from air/o2 to n2o/o2 the fio2 concentration dropped. Alarm for low fio2 was generated. There was no patient harm. (B)(4).

Manufacturer narrative:
The anesthesia workstation was investigated on site and the reported issue was reproduced. The kit for the extended pm (performed every second year; 24 months interval) was installed. The kit for the extended pm includes nozzle units for the fresh gas modules and the reflector gas module. The anesthesia workstation was returned to clinical use and no more issues have been reported. The replaced parts from the pm kit were discarded at customer site. The nozzle unit is part of the gas modules that regulates the inspiratory gas flow to the patient. An evaluation of the logs confirm the reported event. 6 minutes after case start, the gas mix was switched from o2/air to o2/n2o and 35 seconds later the alarm for fio2 low was generated. The case continued with same gas mix for 30 more minutes without any alarm. The trend log doesn¿t show any deviation in measured fio2 at the time of the event which indicates that the fio2 decreased only during a few breaths. Most probable, the cause of the reported low fio2 was the nozzle unit in the n2o gas module. However, this has not been determined. The nozzle unit has a predetermined lifetime and is replaced at the extended pm. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Manufacturer's ref #:(B)(4).